Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Juvéderm® volbella® xc is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported patient was injected in the tear troughs with 1 syringe of juvéderm volbella® xc. About 4-5 months later, patient returned to the office with a nodule under the lower right eye. 6 days later, patient was treated with steroids and had the product dissolved. Symptoms are ongoing.